Manufacturer narrative:
B1/b2, b5, and h1 updated.

Event description:
An impella cp was inserted via the femoral access site to support the 81-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes, vasopressors, and a vent for respiratory support prior to the pump placement. Prior to the cp placement in the catheterization lab the team noted a coronary injury and large pericardial effusion. The team did perform a tap and drew off over 1 liter of bloody volume. Post pump placement they did not add anticoagulation due to the concern of chest bleeding systemically or to the pump's purge fluid. Care was withdrawn after the 1 day of pump support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Heart injury: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp was implanted in a patient for mechanical circulatory support. A large pericardial effusion was noted on echocardiogram prior to impella cp insertion but after heparin administration. The impella cp was inserted and the patient was intubated. Pericardial tap was performed with greater than one liter of bloody volume removed. The cardiovascular surgeon placed computed tomography at pericardial window at bedside in the cardiac catheterization laboratory. An impella rp flex was inserted and pulmonary artery pulsatility index was 0.4. The device was not removed due to the reported event. Additional information was received. The pump is not available for return. The complainant does not allege that the pump contributed to the effusion as they had already given anticoagulation for the coronary intervention. The patient is still bleeding out of the chest tube post impella implant so the decision was made for no anticoagulate.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.